Event description:
This report pertains to two of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-06428 pertains to the other device. It was reported to boston scientific corporation that a lynx® suprapubic mid-urethral sling system was implanted (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, there were no complications noted during the procedure. The patient was seen ten times post-operatively from (B)(6) 2010 through (B)(6) 2012. On several different visits, the patient complained of being able to feel the mesh and stitches. During one of the examinations, the physician was noted to have been able to feel the mesh. There was no visible erosion. It was recommended by the physician that the patient use vaginal cream as directed. The patient did not comply. There were no other subjective complaints or objective findings noted. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.